Event description:
Experienced various side effects upon the implantation of essure including: tender belly/pain in abdomen. Bloating and unexplained weight in belly/stomach area. Lower back pains/spasms. Consistent headaches and migraine almost on a daily basis. Irritability, mood swings, chills/sweats and insomnia. Very heavy bleeding, sometimes twice a month with clotting. Pain during sex and urination.